Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
Litigation alleges patient#146;s pain continued to worsen, impairing ability to perform normal daily activities, walk and sleep; increased blood metal ion levels and MRI showing fluid and pseudotumor after asr hip implant. (B)(4) 2013 - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. (B)(4) 2013 - patients revision operative records were received. Records indicate corrosion was found along the head and neck junction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.